Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was returned for evaluation. The sample was visually inspected and a knot was observed on the j-tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's spouse reported that the peg and peg-j tubes were difficult to rinse and the patient underwent a whole tubing exchange (peg and peg-j). The device involved in the event was returned for evaluation. During the sample evaluation, a knot was visually observed on the peg-j tube.